Event description:
It was reported when using the bd vacutainer® edta 2k two (2) tubes were found with the cap loose, thus resulting in underfilled tubes. There was no report of impact on the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 sample and evaluated 10 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The customer sample was functionally tested and it failed to draw any water. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k two (2) tubes were found with the cap loose, thus resulting in underfilled tubes. There was no report of impact on the patient or user.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to underfill or loose cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill or loose cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k two (2) tubes were found with the cap loose, thus resulting in underfilled tubes. There was no report of impact on the patient or user.